Event description:
It was reported that the ilet pump became unresponsive after the user swam with the device, and the screen did not power on despite charging attempts; the device was replaced and the original was to be returned. Symptoms included no adverse clinical effects, and the user reported no impact to blood glucose and continued diabetes management with pens and cgm. Outcomes included no injury, no medical intervention beyond device replacement, and no hospitalization. Investigation included remote troubleshooting and replacement with instructions to return the device for evaluation. Investigation of this device revealed a screen/power failure consistent with a hardware malfunction of the pump enclosure or electronics following exposure to water, with the device not recovering after charging. It was concluded, based on previously established findings for similar reports, that the cause was suspected component failure due to fluid ingress or damage.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".